Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140253 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit test base part number 190-430 / lot m140253. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0.008% abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. This event was originally reported in initial MDR 1221359-2021-01872. Reference MFR numbers: 1221359-2021-01877, 1221359-2021-02261, 1221359-2021-02262.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1-3 of 4. The customer reported false positive results with the ID now covid-19 assay for three patients performed on (B)(6) 2021. The ID now covid-19 assays were performed on direct tested nasopharyngeal kitted swabs . The ID now covid-19 was used to test outpatient polyclinic for pre-surgery as routine patient testing. All results were positive with ID now covid-19, however because the patients were asymptomatic the lab suspected that the positive test results using ID now covid-19 were invalid and decided to re-take the swab for pcr test within 1 hour after the ID now swab. The pcr swab results for the patients were all negative and the patients were immediately treated according to the regular non-covid protocol. No additional patient information, including treatment and outcome, was provided.